Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose was 48 mg/dl at the time of incident and the customer's blood glucose was 80 mg/dl at the time of call. The customer stated that he started going to respiratory therapy and has been exercising a lot. The customer stated she was not admitted. The insulin pump passed the troubleshooting. The customer was advised to not longer perform a 0.5 fixed prime after disconnected. The insulin pump will not be returned.